Event description:
It was reported that the suresigns vm 6 patient monitor had a speaker malf. Inop and no sound was coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter information: (B)(6). The following functional tests were performed: the reported issue was evaluated by a authorized philips dealer who found that the speaker was defective and needed to be replaced. The speaker was replaced by the authorized philips dealer. The device was operational after replacing the speaker. If additional information is received the complaint file will be reopened.